Manufacturer narrative:
Our field engineer replaced the motor brake assembly.

Event description:
The technician had noticed that the compression paddle movement was hesitate when using the footswitch, then stopped working. It would also not work with the buttons. The technician manually compressed the patient for the 3rd image. When she manually raised the paddle to release the patient, the paddle came back down onto the array. The patient wasn't hurt in anyway as she had moved immediately upon compression being released.